Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation the pump operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information from the investigation, no MDR was needed.

Event description:
The initial reporter stated that the pump did not alarm and did not appear to be infusing. They stated that they the pump did not alarm no flow out when it should have. The initial reporter also stated that this occurred during testing and no patient was involved. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm and did not appear to be infusing. They stated that they the pump did not alarm no flow out when it should have. The initial reporter also stated that this occurred during testing and no patient was involved. [(B)(4)].